Event description:
On 2/7/97, the account received erratic results for the bhcg assay, while operating the analyzer. The pt sample was run straight and a result of 8800 mlu/ml was received. A 1:10 dilution of the sample gave the result >10,000 mlu/ml with error code 1064: invalid test result, intercept too high. The sample was also run with a 1:200 dilution and a result of 27,000 mlu/ml was received. Upon retesting a result of 27,526 mlu/ml was received and reported to the physician. All samples were run from sample cups. According to the account, all control values were within range. After receiving the erratic results, the customer noticed the sampling probe was chipped. The probe was than replaced and recalibrated the customer stated that the sample contained fibrin, which may have caused the erratic results. No further info provided. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigatged as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquied level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure that optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.